Event description:
During cholecystectomy procedure, the instrument ejected clips prematurely. Subsequently, they did not form. The surgeon used another device to complete the procedure. No pt injury reported.